Event description:
While on patient, an intermittent "ECG comm error" occurred. No patient harm.

Manufacturer narrative:
Attempts to acquire the required patient information are ongoing. Welch allyn will update this report when it has acquired this information.